Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a1801. Patient problem code: f26.

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Device available for examination: yes. Complaint: hair in the packaging. Additional information: description of issue (what / why): hair in the packaging. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: replacement. Photo / sample available: yes. Impact to patient: no impact to patient. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Procedure performed by: nurse. Procedure performed at: hospital. Replacement requested: no. Credit requested: yes. Closure letter needed: yes. Additional information: information on the error pattern: defect location: sterile packaging. Type of defect: soiled / contaminated / particles.

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Device available for examination: yes. Detection site: 2 - on application. Origin: clinic. Complaint: hair in the packaging. Product information: article no.: 50-7050/v001 - pleurx¿ pleural catheter. Additionally affected article no: 50-7050/v001 - pleurx¿ pleural catheter. Additional information: description of issue (what / why): hair in the packaging. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: replacement. Photo / sample available: yes. Impact to patient: no impact to patient. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Procedure performed by: nurse. Procedure performed at: hospital. Replacement requested: no. Credit requested: yes. Closure letter needed: yes. Additional information: information on the error pattern: defect location: sterile packaging. Type of defect: soiled / contaminated / particles.

Manufacturer narrative:
Pr 10487196 follow-up emdr for device evaluation: four photos and one sample were provided to our quality team for investigation. Through visual inspection, a hair was observed within the tray, located on the drainage line pouch, verifying the reported failure. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001539448 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Awareness training has been performed with the incoming inspection and assembly teams to heighten awareness regarding this failure mode. A quality notification sent to the supplier. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.